Event description:
It was reported that customer was having issues with the transmitter. Customer stated that he was getting sensor error. Customer's blood glucose was unknown at the time of the event. Customer's recent blood glucose was 502 mg/dl. Troubleshooting was done. The customer received a new transmitter. No further information provided.

Manufacturer narrative:
Insulin pump received with damaged cow catcher corner. However insulin pump passed functional testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.